Manufacturer narrative:
Device not yet received (december 21, 2016) not yet received (december 20, 2016).

Event description:
Customer service was contacted on 12/07/2016. Customer states that on (B)(6) 2016 an incident happened during a posterior cervical fusion, causing a laceration on the patient's left posterior head, and about 2 inches in length, which the surgeon closed with staples. After repair of laceration, the surgeon readjusted the head clamp and used the same head clamp during the case. Immediately after case head clamp was removed and given to me and set aside in my office.